Event description:
The hcp reported that the patient experienced an overdose due to a procedural error. The hcp reported that the patient was being weaned off of baclofen in preparation for surgery to remove the pump. The patient was on lioresal 40 mcg/day and was to have a dose decrease to 23 mcg/day, but instead was inadvertently programmed for 23 cc/day. The patient experienced clamminess, dizziness and lethargy within several hours. Oral baclofen was prescribed. The patient continued to have increased sleepiness, vomiting and returned to the clinic the following day where the pump was turned off. Patient was then admitted to the intensive care unit where patient was observed overnight. Pateint was discharged the following day. Review of refill records revealed that a programming error had occurred. The hcp refilling the pump thought that all the drug had been removed and the remaining drug was inadvertently bolused to the patient. The patient has subsequently had the drug delivery pump removed and is "doing fine".